Manufacturer narrative:
The insulin pump was received with act, down and up buttons unresponsive due to lcd keypad connector unlocked. Unable to verify battery out limit or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and battery out limit alarm. Customer's blood glucose reading was 147 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were all unresponsive except for the esc button and the time advanced. Customer was unable to clear the battery out limit alarm after they replaced the battery on the device because of keypad anomaly. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.